Event description:
It was reported that the customer had a leaky reservoir. The customer stated that she had found moisture in her insulin pump when she was changing her reservoir after using it for three days. The customer also stated that she had checked her new reservoir and had not found any leaks. The customer then stated that the reservoir rewound and primed properly and that the insulin pump was dry at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.